Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Today while doing a mako total knee there is concern that the tibia was cut with anterior slope. The surgeon addressed the issue and then we used the planear probe to verify our cuts. The planear probe showed that we were on plan. The surgeon then adjusted to add a degree of posterior slope and re-cut. He was content with cut but then when we put on the tibial sizer and punch, it was relayed to us that the instrument was sitting flush posterior but that there was a gap between the bone and instrument anterior, showing that there was still a small degree of anterior slope. Surgical delay of 10 minutes. We need an answer as to why the tibia is being cut with anterior slope. Is it the patient landmarks that are being set in the pre-planning stage, is it the patient landmarks that are being captured intra-operatively, is it the blade skiving. We are missing out on cases with the robot with dr. (B)(6) until we can provide him answers. Log files were uploaded to the complaints folder in the shared drive: (B)(6) 2017 (B)(6).

Manufacturer narrative:
Reported event: an event regarding anterior slope on tibial cut involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 405 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding anterior slope on tibial cut. There were no other reported events for the listed catalog number. Conclusion: the gap between the tibial punch and the anterior bone on the tibia is most likely due to a bumped array between the 1st and 2nd bone resection on the tibia. The discrepancy in anterior tibial slope is due to either deformity, patient landmark selection, or to a discrepancy between the surgeon expectation and software functionality.

Event description:
Today while doing a mako total knee there is concern that the tibia was cut with anterior slope. The surgeon addressed the issue and then we used the planear probe to verify our cuts. The planear probe showed that we were on plan. The surgeon then adjusted to add a degree of posterior slope and re-cut. He was content with cut but then when we put on the tibial sizer and punch, it was relayed to us that the instrument was sitting flush posterior but that there was a gap between the bone and instrument anterior, showing that there was still a small degree of anterior slope. Surgical delay of 10 minutes. We need an answer as to why the tibia is being cut with anterior slope. Is it the patient landmarks that are being set in the pre-planning stage, is it the patient landmarks that are being captured intra-operatively, is it the blade skiving. We are missing out on cases with the robot with dr. (B)(6) until we can provide him answers. Log files were uploaded to the complaints folder in the shared drive: (B)(6) 2017 (B)(6).